Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) appeared to be at elective replacement indicator (eri) with early battery depletion but when checked at a later time, it was not at eri. The right ventricular (rv) lead pacing thresholds exhibited high values. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.